Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the subject pump was not delivering accurately. The patient's mother reported that the patient was experiencing high blood glucose (bg) readings while on insulin pump therapy. The patient's mother reported that her son began to experience the high bgs on the evening of (B)(6) 2012. She reported a high bg of 433 mg/dl on (B)(6) 2012 at 8:30 am with symptoms of large ketones, increased urination, thirst, irritable and increased hunger. By that afternoon, the patient's mother stated the patient felt better and his bg was lower; however, that evening at 7:17 pm he tested high at 433 mg/dl and was positive for large ketones. The patient was given an injection and his bg responded and decreased. The following morning the patient woke up with a bg of 320 mg/dl and trace ketones and that afternoon his bg was 383 mg/dl. The reporter stated the pump was disconnected and the patient was given a manual injection. The patient's mother reported that the patient resumed insulin therapy on the morning of (B)(6) 2012. At 9 am, the patient's bg was 167 mg/dl and tested positive for small ketones. The patient's mother stated the patient bolused for carbs; however, the patient did not eat. At the time of the call, the patient's bg was tested and was at 232 mg/dl. The patient denied having signs/symptoms at the time of the call. At the time of troubleshooting, the patient's mother confirmed that the set was changed multiple times with the elevated bg readings. The reporter denied any issues with either site or set. The patient's mother confirmed the pump was set to the correct date and time and all advanced settings were programmed as desired. The reporter stated new insulin was used when the patient resumed pump therapy on the morning of (B)(6) 2012. The patient's mother confirmed basal settings were correct. Reviewed bolus history and all totals added up correctly. There were no associated alarms in pump history. Customer support advised the patient's mother after reviewing the pump settings and history that there was no indication of a malfunction of the device and the pump appeared to be delivering appropriately. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the alarm history shows no errors or alarms related to the complaint. The last basal delivery occurred on (B)(4) 2012 at 17:03 and the last bolus delivery occurred on (B)(4) 2012 at 13:27. The pump was suspended on (B)(4) 2012 at 00:43 and deliveries were resumed the same day at 10:12. A 0.00unit basal program was run on (B)(4) 2012 from 10:45 until 17:18. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.